Manufacturer narrative:
A visual and functional inspection was performed by a stryker field service representative. It was found that the device was working to specifications at the time of the evaluation. No defects were found with the device during the functional tests. The product was returned to service.

Event description:
It was alleged by the user facility that it took to long to cool a patient to the target temperature. It was alleged that the there was a delay in care with poor patient outcomes. It was reported that the patient expired, however it was not reported if this event occurred during or after the procedure or if the patients preexisting condition contributed to this event. It was reported that the user facility indicated that their biomed department did verify that the unit did in fact operate correctly, and after a few minutes reached the set temperature and stayed within that temperature for a set period of time. It was also reported that the biomed department indicated that the device was placed back in service and the unit to this date still remains in service.

Event description:
It was alleged by the user facility that it took to long to cool a patient to the target temperature. It was alleged that the there was a delay in care with poor patient outcomes. It was reported that the patient expired, however it was not reported if this event occurred during or after the procedure or if the patients preexisting condition contributed to this event. It was reported that the user facility indicated that their biomed department did verify that the unit did in fact operate correctly, and after a few minutes reached the set temperature and stayed within that temperature for a set period of time. It was also reported that the biomed department indicated that the device was placed back in service and the unit to this date still remains in service.